Manufacturer narrative:
It is unknown when the non-union occurred. This report is for an unknown screw cortex- unknown part and lot number, (01)unknown (10) lot unknown, UDI unavailable. Original surgery was performed (B)(6) 2014. Complainant part has not been returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Part. UDI number is unknown.

Event description:
It was reported that the patient has a scheduled return to surgery for nonunion humerus and a broken screw. The original surgery was done on (B)(6) 2014. It was revised on (B)(6) 2015. Implants are believed to be synthes. The revision surgery is scheduled for (B)(6) 2018. The revision surgery took place on (B)(6) 2018. The head of one broken 4.0 mm cortex screw was removed and the shaft of the broken screw was left inside the patient. One 4.5 mm narrow lcp® plate 8 holes/152 mm, three 4.5 mm cortex screws, two 4.0 mm cortex screws, one 3.5 mm lcp plate 6 holes 85 mm, three 3.5 mm cortex screws and two 3.5 mm locking screws were removed intact. The fracture ends were shortened and the patient was replated with a 7 hole 4.5 mm broad plate (vivigen bone graft). The revision surgery was successfully completed without any delay and the patient was okay after the surgery. Concomitant devices reported: 4.5 mm narrow lcp® plate 8 holes/152 mm (part # 224.581, lot # 6498488, qty # 1). The 3.5 mm lcp plate 6 holes 85 mm (part # 223.561, lot # 7886910, qty # 1). The 4.5 mm cortex screw (part # unknown, lot # unknown, qty # 3). The 4.0 mm cortex screw (part # unknown, lot # unknown, qty # 2). The 3.5 mm cortex screw (part # unknown, lot # unknown, qty # 3). The 3.5 mm locking screw (part # unknown, lot # unknown, qty # 2). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Date of post-operative infection development and screw breakage is unknown. This report is for one (1) unknown broken 4.0mm locking screw. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. Upon receipt of the additional information, initially reported concomitant devices are now considered as reportable devices. (510k): unknown, as specific part and lot numbers for 4.0mm locking screw is not provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was clarified that the patient was revised on (B)(6) 2018 due to one broken 4.0mm locking screw and not due to broken 4.0mm cortex screw. It was also clarified that during revision surgery following devices were removed intact: one (1) 4.5mm narrow lcp plate 8 holes/152mm, three (3) 4.5mm cortex screws, three (3) 3.5mm cortex screws, one (1) 3.5mm lcp plate 6 holes 85mm, two (2) 3.5mm locking screws and two (2) 4.0mm locking screws. Later, it was informed by the hospital that the intra-op cultures came back positive from the day of surgery. The doctor has decided to use antibiotics for treatment of the infection. This report addresses second revision surgery due to broken screw and infection. The first revision surgery due to non-union has been captured under linked complaint (B)(4). This report is for one (1) unknown broken 4.0mm locking screw. This is report 1 of 7 for complaint (B)(4).